Event description:
It was reported that the patient presented to the emergency room after the device delivered shocks for rhythms that appeared to be atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574-45 implantable pacing lead (B)(6) 2010. 6947-58 implantable tachy lead (B)(6) 2010. (B)(4).